Event description:
It was reported that balloon rupture occurred. The totally stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. However, during first inflation for 1 minute, the balloon burst before it reached rated burst pressure. The device was removed carefully and completely from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The totally stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilatation. However, during first inflation for 1 minute, the balloon burst before it reached rated burst pressure. The device was removed carefully and completely from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 10 seconds using deionizes water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 14 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. No other issues were identified during the product analysis.